Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid urethral sling, posterior repair, and cystoscopy procedures performed on (B)(6) 2016 to treat a patient with prolapse and stress incontinence. On (B)(6) 2017, the patient was experiencing an overactive bladder and had a recurrent stress incontinence. A cystoscopy procedure was then performed. The patient was prescribed with oxytrol vsicare and was instructed for follow up two weeks post procedure. On (B)(6) 2019, the patient had recurrent urinary tract infection. A cystoscopy and diathermy procedure was performed. The patient was prepared and draped per routine. The patient's legs were placed in stirrups. A 21-french cystoscope and 24-french resectorscope was used. Upon cystoscopy, the urethra was noted to be normal and the bladder mucosa showed changes of cystitis cystica over trigone. Roller ball diathermy ablation using monopolar current of 40 was then performed. The patient was to be discharged after voiding. The patient was prescribed with norfloxacin for two weeks followed by two months of macrodantin. The patient was instructed for follow up after four months.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).